Manufacturer narrative:
A ge service rep performed an on site investigation. The batteries were replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that there was a "kv on in error" message. This error may cause the system to shut down uncommanded. There is no report of injury or death associated with to event described in this complaint.